Event description:
The customer reported that the needles experienced a malfunction in the safety feature, which does not close properly. This issue causes the needle to bend and pierce through the safety cover. There was one incident where this resulted in a needlestick to an employee.